Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on the morning of (B)(6) 2015. The patient manages his diabetes with oral medication, diet and exercise and decreased his food/drink intake on the morning of (B)(6) 2015 in response to the alleged issue. The patient reported that "right away" after the alleged issue occurred, he developed symptoms of "lack of energy and confusion" however denied receiving any treatment. During troubleshooting the cca noted that the patient did not have testing supplies available to walk through resolving the issue. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for an acute exacerbation of either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.